Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: unit, phacofragmentation.

Event description:
Patient status post cataract surgery. Patient with suspected retained plastic particles from phaco hand piece. It was discovered during a slit exam that particles were in the eye. Patient will return for surgery to remove. Similar suspicion of plastic pieces breaking off on a different case was reported to manufacturer in the summer of 2016.

Event description:
Patient status post cataract surgery. Patient with suspected retained plastic particles from phaco hand piece. It was discovered during a slit exam that particles were in the eye. Patient will return for surgery to remove. Similar suspicion of plastic pieces breaking off on a different case was reported to manufacturer in the summer of 2016.